Event description:
The customer reported seeing smoke coming from the streamlab core unit input / output robot computer. No one was injured or treated for smoke inhalation. There were no reports of any medical treatment or medical intervention required.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. The fse determined that the cause of the smoke was due to a malfunction in the input / output robot computer. The fse replaced the computer and confirmed that the system was functioning properly. The instrument is performing within specifications. No further evaluation of the device is required.